Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected prior to properly priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line without an alarm while using homechoice (hc) machine. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The hp was connected at the time of the event. The care giver reported air bubbles in the patient line and stated the hp was connected prior to completely priming the line. The technical services representative (tsr) advised the cg to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.